Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00255. (B)(4) study. It was reported that post a percutaneous coronary intervention treatment procedure, the patient expired. In (B)(6) 2012 the patient presented due to unstable angina and was referred for cardiac catheterization. The 70% stenosed and 12 mm long de-novo first target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.5 mm. The first target lesion was treated with pre-dilation and placement of a 3.5x16 mm promus element plus stent, resulting in 0% residual stenosis. The 90% stenosed and 8 mm long de-novo second target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.5 mm. The second target lesion was treated with pre-dilation and placement of a 3.5x12 mm promus element plus stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient was found unresponsive and was not breathing. Initial rhythm was asystole-cardiac arrest. Advanced cardiac life support and cardiopulmonary resuscitation were initiated by emergency medical service. Emergent intubation was provided upon arrival to the emergency department. The patient has been having chest pain and increasing shortness of breath over the past week. The patient was scheduled to have valve replacement surgery; however, surgery was canceled due to positive wound infection. The patient also had evidence of other end organ failure including renal, hepatic, respiratory, and cardiac. According to family the patient did not want to be resuscitated and requested that comfort care has to be initiated and mechanical ventilator support to be withdrawn. (B)(6) days post index procedure, the subject expired. Primary cause of death was cardiac arrest, an autopsy was not performed.